Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The lead was tested in unipolar, where there were stable sensing, impedance and threshold measurements. The lead was also tested in bipolar, where noise and high out of range impedance measurements were observed. Additional troubleshooting measures were performed including pocket manipulation where the noise was reproducible. The device was programmed to unipolar. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) due to high impedance measurements, measuring greater than 2000 ohms. Additionally, there were stored episodes with noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor (sam). The lead was tested in unipolar, where there were stable sensing, impedance and threshold measurements. The lead was also tested in bipolar, where noise and high out of range impedance measurements were observed. Additional troubleshooting measures were performed including pocket manipulation where the noise was reproducible. The device was programmed to unipolar. The patient will continue to be monitored. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information was received, where a healthcare professional (hcp) called about atrial tachy response (atr) and signal artifact monitor (sam) episodes recorded by this pacemaker system on this ra lead. Ts confirmed that the sam episode was triggered by noise suspected to be electromagnetic interference (emi) and the atr episodes were suspected to be crosstalk rather than actual atrial arrhythmias. No adverse patient effects were reported. This ra lead remains in service.